Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted endoscopic rectal removal procedure on (B)(6) 2025, and ¿after surgery, it was discovered that the tip of the 12mm port was cracked. The broken pieces of the port could not be reattached, so there is a possibility that they may remain inside the body.¿. The procedure was completed without the use of an alternate device. This report is being raised due to the reported injury of a possible retained foreign body.

Manufacturer narrative:
Examination of returned used device ias12-100lpi found that the tip was cracked and a fragment was missing. A root cause cannot be determined; however, based upon the adverse review meeting, risk assessment and IFU, a possible cause of this event could be that the device was the use of excessive force. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 52 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted endoscopic rectal removal procedure on (B)(6)2025, and ¿after surgery, it was discovered that the tip of the 12mm port was cracked. The broken pieces of the port could not be reattached, so there is a possibility that they may remain inside the body.¿. The procedure was completed without the use of an alternate device. This report is being raised due to the reported injury of a possible retained foreign body.